Event description:
It was reported that 3 heartmate touch (hmt) units used during implant were not connecting to video graphics array (vga). The site attempted to troubleshoot this by trying new cables, different monitors, and different heartmate touch devices. They were only able to connect to a monitor via high-definition multimedia interface (hdmi cable). It was stated that connecting via vga was the standard procedure for implants. The site was unable to connect any hmt units to the vga during troubleshooting.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Related MFR: 2916596-2023-07695. Related MFR: 2916596-2023-07694.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate touch tablet no longer connecting to the site¿s external monitor via video graphics array (vga) was not confirmed. The heartmate touch tablet was not returned for evaluation. It was reported that the site tried multiple heartmate touch tablets, lightning to vga adapters, and external monitors, and the issue could not be resolved. However, it was noted that the site was able to connect to an external monitor using an hdmi cable. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller. These documents also inform the user to keep the wi-fi and software automatic updates turned off in the tablet for use with the heartmate touch app, and follow abbott¿s instructions regarding when to connect to wi-fi and the process for maintaining approved software. Heartmate 3 instructions for use (IFU) chapter 1 "introduction" informs the user to contact abbott for assistance if there are any questions after reading the manual. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ cover all alarms (visual and audible), including the connection failed - heartmate touch app error messages, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.